Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte bl 22ga x 1.0in defective needles in cannula. We have some 22g bd insyte cannulas (ref 381223) here that have been reported defective by the anaesthetists using them, all from the same batch (no. 4101724). The needle catches on the inside of the cannula if you attempt to reinsert it and some have visible kinks on the outside of the cannula. We have removed this batch from our stock and put aside to prevent further issues. The cannula needle appeared to have a couple very small bumps on the outside. The others he said didn¿t glide smoothly and would catch internally; I believe he had issues with 3 today. His concern was pushing through the plastic and leaving a piece of plastic in the patient. The customer has put aside the remaining stock in a bag and will return all of the leftover stock. I don't have an exact number. None of the used cannulas were kept.

Event description:
We have some 22g bd insyte cannulas (ref (B)(4) here that have been reported defective by the anaesthetists using them, all from the same batch (no. 4101724). The needle catches on the inside of the cannula if you attempt to reinsert it and some have visible kinks on the outside of the cannula. We have removed this batch from our stock and put aside to prevent further issues. The cannula needle appeared to have a couple very small bumps on the outside. The others he said didn¿t glide smoothly and would catch internally, I believe he had issues with 3 today. His concern was pushing through the plastic and leaving a piece of plastic in the patient. The customer has put aside the remaining stock in a bag and will return all of the leftover stock. I don't have an exact number. None of the used cannulas were kept.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. From the returned sample, observed a ¿v-cut¿ on the catheter that matches the shape of the bevel, which could be caused by needle pierced through catheter. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during product application when the product was manipulated, or during needle cover removal. Current control, there is outgoing inspection and in-process inspection in place to check for needle pierced through catheter.